Event description:
It was reported that this right ventricular (rv) lead perforated the patient's myocardium. This resulted in high capture thresholds and higher than expected pacing impedance values. A CT scan was performed then a lead revision procedure completed. No additional adverse patient effects were reported. This lead remains in service.